Event description:
The customer reported an audio malfunction error on the vs3 monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported an audio malfunction error on the vs3 monitor. No pt harm was reported. The speaker was replaced to restore full function to this monitor. In a two month period philips received a small number of complaints reporting premature speaker failure in the vs3, vm4, vm6 and vm8 suresigns pt monitors. These failures triggered a formal investigation into the issue and the issuing of field safety notice (B)(4) and field change order (B)(4). This device is on the units affected list (ual) for this fco. On june 7th, 2011, philips healthcare notified the FDA of this mandatory field action. On july 4th, 2011, philips healthcare notified the (B)(6) of this mandatory field action. No further investigation is warranted at this time.